Manufacturer narrative:
(B)(4). UDI: (B)(4). Concomitant medical products: tprlc 133 mp type1 pps ho 16.0 m t1 cat# 51-107160 lot# 6176093, tprlc 133 t1 pps ho 15x150mm 0mm t1 cat# 51-104150 lot# 6118660, tprlc 133 fp type1 pps ho 7.0 t1 cat# 51-101070 lot# 6041875. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05342, 0001825034-2019-05344, 0001825034-2019-05345.

Event description:
It was reported that debris was identified in sterile packaging. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h2, h3, h6, h10. Visual inspection of all four (4) units returned identified loose white debris within the sealed cavities. The white debris is from the foam packaging. The complaint is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when leaving zimmer biomet was conforming to specifications. The root cause of the reported issue is attributed to transit damage. The complaint is being reviewed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.